Event description:
After inspection of lens placed, doctor noted a superficial "gouge" on posterior surface centrally. Doctor cut through center of lens and removed. Replaced with new lens/same power. Doctor stated no problem. Patient is fine.